Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the ra ring, ra tip and rv ring retainer washer were volcanoed and a wrench tip was broke off in the setscrews. The ra ring and tip retainer washers were removed but due to the damage the setscrews were unable to be removed. The back of the header was cut to expose the lead tip to see if lead was stuck. The lead tip was able to be backed out without any issue. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a change out procedure the associated right atrial (ra) lead was not able to be removed from the header of the device. The ra set screws were unable to be loosened. Both products were removed from service. The device has been returned for analysis. There were no adverse patient effects reported.